Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were seen by dr due to not being able to get readings. Their meter allegedly would power off during use. The result on their meter was: not able to get a blood reading. The result on the dr's meter was unknown. The time difference between patient's meter and dr's meter was unknown. Treatment was insulin shot due to high readings. Meter worked ok during call and did not power off during use. No further information has been reported.